Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic thoracoscopic lung lobectomy, when resection was done with the reload, when knife was returned, suture of guide and blood vessel wall were stuck in the root of stapler and could not be removed. If trying to remove it as it was, patient would bleed, so the central side was ligated, the stapler was removed then additional suture was performed.